Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated falsely high magnesium results for four patient samples. Customer stated that the problem appeared to be instrument related as customer noticed while performing maintenance that the wiper pieces were missing, and believed that the cuvettes were cracked and that there was an alignment issue. The customer technical specialist (cts) generated a service request. Customer stated that the erroneous results were not reported outside the laboratory. After the issue was noticed, the patient samples were rerun, the results of which were reported; therefore, patient treatment was not affected. On (B)(6) 2011, the field service engineer (fse) inspected the instrument and ordered the parts that required replacement. The fse returned on (B)(6) 2011 to replace the photometer assembly and to perform all necessary alignments. The fse returned the next day with more parts and replaced the cartridge chemistry (cc) sample syringe drive assembly, cc sample and reagent mixer wash assemblies, and cc mixer bearings. The fse then performed alignments and ran quality controls, the results of which were within range. Finally, the fse returned on (B)(6) 2011 to change to syringe drive, mixer bearings, wash inserts, and sample clog detector. Once again, the fse performed alignments and ran quality controls without finding any errors. The fse verified instrument performance per established procedures to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the instrument issue is unknown; however, the instrument issue was resolved after the fse performed the services.